Event description:
The customer reported that the ventilator display was not working. Some part of the display was unresponsive. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
The touchscreen was returned for failure investigation. Visual inspection of the returned component revealed scratches and damage to the lower corner of the screen. The returned component was tested and it failed the touchscreen calibration. The touchscreen was not responsive. The reported malfunction was verified. The root cause was identified to be due to damaged to the lower corner of the touchscreen.